Manufacturer narrative:
The reported field events of an output anomaly, low hv lead impedance, and inappropriate therapies were confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv lead conductor and ICD can. (B)(4).

Event description:
It was reported that an alert message was observed indicating output circuit damage and low, out of range hv impedance. Inappropriate therapy was delivered but the patient was asymptomatic. During device system change out, a short was suspected, and visual inspection confirmed lead damage. Hemostatic clips were found in the pocket. The pocket was scorched. The patient is recovering well following the procedure.